Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation as it remains implanted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use, as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the patient presented after experiencing a myocardial infarction. A 2.75x33 xience xpedition was implanted without issue; however, after post-dilatation with a non-abbott balloon, a dissection was noted, which was treated with a non-abbott drug eluting stent. The patient remained stable for a while, but later that day experienced pain and was taken back to the cath lab where a myocardial rupture was noted, and the patient expired. Per the physician, the xience xpedition did not cause or contribute to the patient death. No additional information provided.